Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was at middle-of-life (mol2) battery status approximately 2.5 years post implant. The monitoring voltage was currently 2.64 volts with a charge time of 9 seconds. However, only 2 months ago the monitoring voltage had been 2.86 volts with a charge time of 7.4 seconds. The physician was concerned about the sudden drop in monitoring voltage and suspected that the battery was depleting prematurely.